Event description:
The balloon of this device was used to expand another MFR's coronary stent. The balloon reportedly burst inside the stent during expansion.there has been no claim of injury related to this event. The device has been returned for analysis.